Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the dso seal was detached. There was no patient involvement and harm.

Manufacturer narrative:
H6: codes updated. The suspected device was returned for evaluation. The review of event log performed and found no errors or faults pertaining to the complaint. A review of the available service history identified no previous related repairs within the last 12 months. Performed functional and visual inspection and found downstream occlusion seal delaminated, upstream seal buckled, passed after repairs. Replaced dso seal. Performed dso/uso sensor calibration. The customer complaint was confirmed. The probable cause was seal delaminated from aging/deterioration.